Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an open unknown procedure, the firing knob was broken off at the 3rd firing. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.